Manufacturer narrative:
This complaint is linked.

Event description:
On 2/3/98, the account reported an erratic valproic acid result of <0.7 mg/l on a pt presented in the ER. A flag was not given with the erratic result to warn the user. The dr questioned the result and the sample was retested, giving a result of 106 mg/l. According to the customer, all controls were within expected ranges. No report of any injury.